Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Moisture damage was also found on the inside of the battery tube and on the motor and force sensor during visual inspection. Device was also received without the original battery cap, serial number label faded, case cracked behind the insulin pump near the battery compartment and cracked battery tube threads. Unable to verify battery cap damage due to missing battery cap.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was dead. Customer stated that the insulin pump was exposed to water. Customer stated that the battery cap was broken. Back of the insulin pump was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.